Event description:
An aneurx bifurcated stent graft of unknown size was implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm sizing and vessel morphology are unknown. It was reported that the stent graft was explanted and the patient was surgically converted due to rupture. The patient's status is unknown. Further information from the user facility is pending at this time. It is reported that the explant will be returned to medtronic ave for investigation and analysis.